Event description:
Customer reported speaker issues but, declined troubleshooting. No adverse impact to blood glucose level was reported. No additional product or event information is available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.